Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) via company representative (rep) regarding a patient who was receiving dilaudid (20 mg/ml at 1.99 mg/day) via implantable infusion pump. It was reported that the patient reported loss of therapy. A catheter dye study was done on (B)(6) 2021 and the physician was not able to aspirate the catheter. The factors that may have led or contributed to the issue were unknown. A catheter revision was planned; however, date has not been scheduled. The issue was not resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.